Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post implant. The patient was aggressive with movements of the right arm and the lead became dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.